Manufacturer narrative:
The electrodes were returned to zoll medical united kingdom for evaluation. The customer's report was observed and attributed to faulty electrodes. The electrodes failed testing on a test r series device and displayed the reported messages. A visual inspection of the electrodes found no discrepancies. The electrodes were scrapped and replacement electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.